Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 449 mg/dl. The customer treated with a manual bolus of 10 units. The customer was assisted with the settings for bolus wizard. The customer was advised that the estimated details on the screen will show active insulin used before giving any insulin. The customer declined to troubleshoot for high readings.